Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary 1 drawer 3 and auxiliary 2 drawer 5 had failed. A field service engineer (fse) found damaged drawer slides near the bearing cage and replaced the drawer slides. All relevant tests were successfully completed in the hardware test application, and the customer confirmed they could access the storage space without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 1 drawer 3 and auxiliary 2 drawer 5 had failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.